Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had a por message and that therapy stopped. The patient had charged the ins up fully 5-6 days prior to the report and then went to sleep and when they woke up the next day the ins was completely dead and when they tried to charge it they were unable to because of the por message. The patient tried to start a charge session but they encountered the reposition antenna screen (see related pe). The patient programmer battery was depleted so the patient was unable power it on and use it to clear the por. They were seeing a 'pp batteries depleted' screen' on the programmer. The patient was going to get new batteries for the programmer and try again later. No further complications were reported.